Manufacturer narrative:
(B)(4).

Event description:
A tone at medium test using the g5 global communication tool was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. A tone at medium test using the g% global communication tool was performed and passed. Manual functional "try it" tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and found to be within specification. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.